Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimal adjustments. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained. Additional information was received that the explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimal adjustments. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained.